Event description:
It was reported that, the patient received an inappropriate shock on the right ventricular (rv) lead. Imaging was performed and the rv lead was found to be dislodged. During the revision procedure, the helix of the rv lead was not able to extend nor able to retract. The rv lead was explanted and replaced to resolve this event. The patient was stable.